Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according with the provided information: "it was reported that spring on flexion extension block damaged. Shim would not seat" and "it was bent and twisted, meaning shim would not seat properly over it". The product was returned to depuy synthes for evaluation. Visual inspection found two springs deformed from the attune spacer block. Device had signs of usage and no additional damage was identified on its surface. The observed conditions of the device was consistent with a component failure that may have been caused by exposure to unintended forces, like usage of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. However, taking in consideration the damage observed on the device is reasonable to confirm that device could not be assembled as intended. The overall complaint was confirmed as the observed condition of the attune spacer block would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the spring on the flexion extension block was damaged causing the shim to not seat.

Event description:
Additional information received: a. What do you mean by damaged? Was it broken into two or more pieces, cracked, bent or any other deficiency with the device that was not function as intended? - it was bent and twisted, meaning shim would not seat properly over it.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, h6 medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.